Event description:
It was reported capacitor failure. The event occurred during clinical use, but there was reportedly no adverse event.

Manufacturer narrative:
Pending

Manufacturer narrative:
It was reported capacitor failure. The event occurred during clinical use, but there was reportedly no adverse event. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor assembly, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.